Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified missing device information. This report contains available information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent surgical intervention for sensor implant. During recovery the patient was observed unconscious and the nurse called for code blue. Additionally, the patient's oxygen saturation levels were low. Narcan was administered and the patient regained consciousness.